Event description:
A malfunction alarm identified as "malf 16" was reported, which was resettable, but persisted after reset attempts. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted in resetting the pump; however, the issue recurred. Consequently, the customer was advised to utilize multiple daily injections (mdi) as a backup insulin therapy, and arrangements were made to send a replacement pump. The customer was instructed to return the faulty pump using a pre-paid label and understood the procedure.